Event description:
The facility reported failure code 550. Info was not provided regarding whether or not the failure code occurred during an infusion. The hospital rep stated that there was no report of pt incident since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact info, pt demographics, medication involved, or device programming.